Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown radial stem part and lot numbers are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. All implants have been retained by the hospital. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery including hardware removal was performed on (B)(6) 2017 due to postoperative loosening of one (1) unknown radial head implant and one (1) radial stem implant. The patient underwent the initial implant surgery on (B)(6) 2016 for treatment of a left fractured radius. On an unknown date postoperatively, it was reported that x-ray revealed the loose implant. On (B)(6) 2017, surgeon removed both implants. The surgeon stated that on a future date, the patient may be treated with bone graft. It was reported that no fragments were generated during implant removal and implants looked in good condition. The revision surgery was completed successfully with no time delay. The patient is reported in stable condition. This report is for one unknown radial stem. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.